Event description:
A malfunction alarm was reported, with malfunction code malf 0, and no notable events occurred before the issue. There was no adverse impact to the customer's blood glucose level. The customer had not previously reset the pump for this malfunction, so technical support provided instructions and assisted with the reset. After resetting, the malfunction code did not recur, and the customer was informed that they could continue using the pump and to contact support again if any issues re-emerged. The customer acknowledged and understood these instructions.